Event description:
Caller reported a cartridge alarm 20 that occurred during pumping. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. As a corrective action, tandem technical support confirmed consecutive cartridge alarms and replaced the pump with a new one, providing instructions for the return of the problematic pump.